Event description:
Customer reported taking a reading at 12:40am of 144 mg/dl. Customer recalls experiencing headache and body ache due to possible flu virus. Customer reportedly fell head first into the bathtub due to low blood glucose level; customer was semi-conscious and required assistance form her husband between 12:40am and 1:54am. At 1:54am her blood glucose measured 56 mg/dl. Husband found the customer and put a straw in her mouth; she was able to drink some soda. Requested return of the alleged device for evaluation and replacement was sent.